Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of device dislodgement and failure to capture was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found the helix to be out of specification. This is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported the patient presented for implant procedure. During surgery after the introducer was removed, the ventricular leadless pacemaker (lp) exhibited high capture threshold which resulted in loss of capture. Fluoroscopy confirmed the lp had dislodged to the pulmonary artery. The lp was explanted. The patient was in stable condition.